Event description:
A caller reported receiving a cgm error 42 while using their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process, successfully resolving the error and enabling the caller to start their sensor session.